Event description:
It was reported that the wake button was not working. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin and drank water to address the bg. Customer pressed the wake button multiple times and the wake button performed as intended.